Event description:
Information received from the coroner reports pt collapsed suddenly at home followed by agonal breathing. Pt was subsequently pronounced at the ER. Follow-up done on this event indicates the physician did not consider the death device related.